Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the ring could not deployed. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the ring could not deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was received with the device and the handle did not return. The suture hole did not present any issues. It was noticed that the ligator returned with all the bands attached to the ligator head and they were moved from their positions. Further inspection showed that the ligator head teeth were damaged. No other issues were noted with the device. The reported event was confirmed. The bands were moved from their original positions indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment failure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.